Event description:
The patient reported that the up and down arrow keypad buttons were sticking a week ago. The patient also stated that the up and down arrow keypad buttons had a delayed response and was scrolling through screens. The patient also indicated that she wears the pump in a pocket in a pump skin.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive, required more force and multiple button presses in order to elicit a response. The investigators were unable to duplicate the scrolling. All of the keypad buttons did not spring back or click back as expected and the up and down arrow button contacts were misaligned. There was evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.